Manufacturer narrative:
This report is being supplemented as the legal manufacturer re-evaluated the subject device and provided an additional investigation. Based on the investigation results regarding the foreign material in the nozzle, it is speculated that it may have been generated from silicone chemicals such as antifoam agents, but we were unable to determine what the foreign material was, when, and how it became attached, or to determine the cause. The subject event (suggested event 1: foreign material in the nozzle) can be reduced/ prevented by implementation in accordance with the below instructions for use (IFU). Reprocessing manual, chapter 5 reprocessing of the endoscope (and related reprocessing accessories) 5.3 precleaning the endoscope and accessories¿ flush the air/water channel with water and air. - to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use: instructions for gif/cf-190 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf-190 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign body in the nozzle. There were no reports of patient involvement.